Event description:
My dexcom g7 continuous glucose monitor did not read a low blood sugar correctly overnight. Dexcom device read bg of 87, manual testing from glucose meter read 20. The only reason this was caught was because an external factor woke me up (my dog). 911 was called, glucagon emergency kit and glucose gel administered. Emts stayed for a hour before they were comfortable leaving me.